Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the electronic complaint database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that during a procedure to treat a lesion in the left anterior descending artery, the 3.0x15 mm rx xience xpedition stent delivery system (sds) was advanced and when inflating the balloon, the balloon did not hold pressure and it was difficult to inflate the balloon. The balloon was inflated to 12 atmospheres and a balloon rupture was suspected. The stent was able to be deployed and implanted without consequence. Post dilatation was performed. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.